Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was having implant site pain. It was reported that the patient had gained (B)(6) since implant and that may have been a contributing factor to the pain. The stimulation had been turned off and on, but did not affect the discomfort. An impedance check had been done and was negative for issues. The patient had a follow-up with their healthcare provider the following week to look at the pocket site. It was reported that the issue was not resolved at the time of the report. Additional information was received from a manufacturer¿s representative (rep) indicating that the patient had a pocket revision and the implant site was moved higher on (B)(6) 2019. The patient reported their therapy was working great. The rep stated the issue should be resolved. No further complications were reported.